Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the catheter was inserted at ICU and there was no problem at first. After a while, svo2 value went down from about 60 to about 30. Customer calibrated it again but svo2 value was still around 30. Sqi value was 1. No patient complications were reported.